Event description:
It was reported that a patient underwent a procedure to re-suture the vaginal vault due to vaginal bleeding on (B)(6) 2011. On (B)(6) 2011, the patient underwent another procedure to suture the vaginal vault and a different type of suture was used. The surgeon opines this could be because of the suture material. The patient is currently doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.